Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged into the coronary sinus and exhibited high thresholds. The atrial lead exhibited high thresholds. The right ventricular (rv) lead had high undefined impedance on the superior vena cava (svc) coil and a possible fracture. All the leads were explanted and replaced. No patient complications have been reported as a result of this event.